Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical epidural minipack system 1 with lockit plus fixation device was used during epidural on a (B)(6) year old female with ruptured membranes and suspected intrauterine infection. The epidural was reported to be difficult due to abnormal dura and space in the matter with strictures was suspected by clinician. Subsequently, patient suffered spinal headache after occurrence of the spinal tap. No further adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one unused unopened unit pack of 100/391/128cz epidural minipack system 1 with clamp lot 3760233 was received for investigation. Under visual inspection we found that all components are present and not damaged. Without used sample we are unable to determine true root cause of this incident. The customer reported condition was not confirmed. No fault found on the reurned sample.